Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that while trying to change his reservoir and set, the pump would not stop. He stated that the pump was not recognizing the reservoir and that insulin started to squirt out. He said that he tried changing the battery and put water in the pump after the insulin was wasted in order to see if the pump was still squirting out. He said that it was. The customer¿s blood glucose was unknown. During prime rewind troubleshooting, the customer said that insulin was squirting out during the manual prime process and that he was receiving a compromised forced sensor alarm. He stated that insulin continued to drip after letting go of the act button during the prime process. He was not wearing the pump during priming. He was advised that the pump needed to be replaced. While trying to troubleshoot the infusion set, the customer was unable to determine how many units of insulin were remaining for the reservoir in the pump status screen because of the compromised forced sensor alarm. During troubleshooting for the compromised forced sensor alarm, he said that he had not pressed the cap while connected. He was advised to discontinue use of the pump and to revert to the backup plan per his doctor¿s orders. The customer was advised that the possible cause of the compromised forced sensor alarm was that the forced sensor occurred during seating and that it did not detect the reservoir. The insulin pump is being returned for analysis.